Event description:
Patient stated that the battery life of their insulin pump isn't as long as it used to be and he is waking up in the middle of the night with high blood glucose levels. Patient stated that he changed his basal settings, but that doesn't seem to be helping. Patient also stated that if the insulin pump is shaken, a piece is audibly loose. Blood glucose level was 270 mg/dl at the time of the call and patient was experiencing nausea, vomiting, light-headedness, and passing out. During the call, the patient noticed that the drive support cap was loose. Patient was advised that the insulin pump would need to be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to prime alarm. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump had normal operating currents and no unexpected off/no power or low or low battery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.